Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No unexpected battery power loss anomaly, blank display anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 455 mg/dl, 450 mg/dl. Customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer stated insulin pump was not working. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.